Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 3085 sp surgical table. The technician was informed that the 3085 sp surgical table started to move into a side tilt position without being commanded to do so. The patient began to fall but was stabilized by user facility personnel. The patient was transferred onto a different surgical table and the procedure was completed successfully. The amsco 3085 sp surgical table operator manual (pg. 7) states: "unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices". While onsite the technician inspected the 3085 sp surgical table and found damage to the table's saddle pin protruding from the table, causing damage to the table's seat cylinder clevis and seat knuckle. Upon further inspection the technician found that the seat knuckle was causing the bottom of the seat cylinder to press into the top of the table's control board resulting in the reported event. The technician replaced the table's control board, seat knuckle, and cylinder clevis, tested the table, and found it to be operating according to specification. This unit was installed in 2001 and is under steris service agreement. No additional issues have been reported.

Event description:
The user facility reported their 3085 sp surgical table began to move without being commanded to do so during a patient procedure. No report of injury to patient or staff was reported. A procedure delay was reported as the patient was transferred to another table.